Manufacturer narrative:
The device has not yet been received for evaluation. Should additional info be received, a supplemental form will be completed.

Event description:
It was reported the customer placed a hot flat iron on the back of the pump. The touch screen is not unresponsive. Customer had elevated blood glucose levels.